Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, the internal battery was observed to not hold a charge. The device's internal battery was replaced to address the issue.